Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The monitor was replaced, and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, the surgeon monitor on the navigation system was flickering on and off. The was reported that the cord that connects to the monitor has some wear and tear. A replacement cable was received and the issue continued. The connections at the video splitter were checked with on resolution. There was no patient present with this issue was observed.

Manufacturer narrative:
The cable for the monitor was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect monitor was returned to the manufacturer for evaluation. Testing found that the monitor would not display an image when powered on. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.